Event description:
On 04 nov 2008, the sales representative reported that during surgery, the surgeon was distracting the disc space when the handle disassembled. Additional information received on 19 nov 2009 via telephone, the sales representative reported that during surgery, the surgeon was using the comfort t handle and it would just turn on the handle. This happened with two of the comfort t-handles. The sales representative flashed a comfort t-handles that were in another kit. This is the third t-handle that the surgeon used. It was clarified that the handle was not disassembled as previously reported, but that the handle was cracked on the corner. The surgeon was able to use a fourth t-handle to finish the case. There was a minimal surgical delay of about 10 minutes. Upon review of the complaint, returned product on 19 jan 2009, it was identified that the handle was not cracked as previously reported, but the tabs of the handle were broken. There is a potential for intervention if this malfunction were to recur.

Manufacturer narrative:
Product is an instrument and is not implantable. The review of the device history record indicates the part met specification. Visual examination of the returned instrument indicates the alignment feature tabs are broken from the shaft. The sales rep indicated the pt had hard bone and collapsed disc space. The investigation determined the pt's condition caused excessive torque that defeated the handle alignment features.